Event description:
It was reported that a vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle to distal right coronary artery. Following pre-dilatation with a 2.50 x 12 mm non-compliant balloon, a 38 x 3.00 promus premier drug-eluting stent (des) was deployed at 16 atm for 10 seconds. The stent was post-dilated with a 3.00 x 12 mm non-compliant balloon. A type b, flow-limiting distal edge dissection was then noted. The dissection was covered with 2.50 x 20 mm promus premier des. The procedure was completed with no further patient complications.